Manufacturer narrative:
The device was returned for evaluation. Visually confirmed rods are broken. Witness mark below fracture initiation sites suggest failure due to bend stress overload; fracture surface morphology (fairly flat fracture with visible river lines and shear lip), also suggests bending moment. Fracture surface is moderately to severely damaged (~25-75%). X-ray review shows scoliosis construct t10-sacrum with pelvic screw and broken rods at l5. Revision films show extension to t3 in ap and lateral with lateral connectors at t10 on the left side.

Manufacturer narrative:
(B)(4) - non-union. The devices were not returned to the manufacturer for evaluation. Films were supplied for medical advisor review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lateral fusion at t10-pelvis. Approximately 1 year post-op during a routine visit, it was found that both rods had broken at l5-s1 and there was a non-union at that level. The patient underwent a transforaminal lumbar interbody fusion revision procedure. The rods were replaced and the construct was extended up to t9 due to the patient experiencing radiculopathy stemming from t9-10 nerve root impingement. No additional patient complications have been reported.

Event description:
The construct was extended up to t3 due to the patient experiencing radiculapathy.